Manufacturer narrative:
Other applicable components are: product ID: 37751, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that ins recharger won¿t charge, and the connector pin has been stuck in the recharger. The patient reported that because the ins recharger won¿t charge, they were not getting stimulation. The patient reported that he was in severe back pain and there is an electronic current going through him.

Manufacturer narrative:
The main component of the system and other applicable components are: analysis of the 37751, sn# (B)(4), found evidence of operation beyond normal use. If information is provided in the future, a supplemental report will be issued.